Manufacturer narrative:
It's been mentioned they had this issue since they received the pump. It's been reported as a recurring issue. An investigation was performed to determine if there was an existing manufacturer reference number for the reported recurring issue. Since we were unable to determine if there is an existing manufacturer reference number and it was assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) (manufacturer report number: 2029046-2023-02112) to conservatively report the reported recurring issue. E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a ngen pump, EU configuration and low flow without an error message issue occurred. No warning of low flow at the generator while the bottle was empty. They tested after the procedure. Used a new bottle. The generator was saying it was 148ml. They then checked manually and seen it was only 94 ml. They needed to check manually the bottle to finish the procedure. The procedure was completed. No patient consequence. Five minute delay. Additional information was received. A biosense webster, inc. Smart touch sf catheter is always used, lot number was not known. The failure was found intra op. The equipment allowed ablation when the issue occurred. As per the event description, there was no warning. Correct catheter settings were selected on the generator. It was switching between low flow and high flow. The pump setup was set for automatic flow with power control mode. The low flow without an error message was assessed as MDR reportable.

Manufacturer narrative:
Additional information was received on 25-sep-2023 providing the physician information. Therefore, section "e. Initial reporter" was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a ngen pump, EU configuration. No warning of low flow at the generator while the bottle was empty. The investigation was completed on (B)(6) 2024. The unit was returned to the manufacturer for evaluation. It was determined that the error of the complaint could not be confirmed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).